Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent capture, even at high outputs. A chest x-ray was performed, which revealed the rv lead had dislodged. There was no slack on the rv lead. An attempt was made to reposition the rv lead, but the physician experienced difficulty retracting the helix. Once the helix was retracted, the rv lead was repositioned, but the helix would not extend. The rv lead was removed, the physician attempted to extend the helix outside of the pocket, but the helix would still not extend. The decision was made to implant a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A x-ray was performed, which revealed the inner coil was stretched near the tip end. No lead fracture was noted. Laboratory analysis was unable to confirm high thresholds, loss of capture and dislodgment as the tip of the lead appeared intact and undamaged.